Event description:
It was reported that during an unk procedure, sr75 reload couldn't fire properly. No incidence of infection or inflammation. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # 660d53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned with the proximal 36 drivers up and the remaining drivers down with staples present and the swing tab was observed to be positioned opposite the unlocked position. Also, the knife was noted exposed and the "doghouse" component of the reload damaged making the reload nonfunctional. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 660d53, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.